Event description:
The patient reported that the area around the implant site was red and swollen; she was unable to sit down (discomfort). The patient anticipated follow-up with the hcp in 2007. Additional information has been requested from the physician.

Manufacturer narrative:
.